Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2010. Subsequently, patient underwent two revision procedures on (B)(6) 2012 and (B)(6) 2015 due to loosening of the stem; the surgeon believes the cause is titanium coated implant rejection but cannot confirm this. During the revision procedure on (B)(6) 2015, as the surgeon removed the proximal body the instrument stripped out of the implant causing implant damage. As a result, a delay greater than 30 minutes occurred. The surgeon completed the procedure with an extended troch osteotomy to retrieve the stem.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, or excessive unusual and/or awkward movement and/or activity". This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2015-02328 / 02329).